Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The received complaint needles presented no anomalies. The needles could be successfully attached to another sample omnispan applier. The root cause for this failure was found to be the omnispan meniscal applier. The received applier¿s shaft was found to be bent causing the needle attachment key feature to be stuck inside the shaft. Moreover, the main rod was bent causing the two implants to be deployed at the same time. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot released to distribution. The complaint could be confirmed and was caused by the damaged applier. Therefore, no further actions are warranted at this time. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep that an omnispan applier deployed both anchors at the same time when pulling the grey trigger which was meant to deploy just the first anchor during a meniscal repair. The surgeon kept both anchors inside the patient, one deploying behind the meniscus and the other not being found in the joint space. The scrub tech then went to load another needle in the device and noticed the distal tip of the applier looked visually different so they decided to use another applier to complete the procedure with no patient consequences. There was a ten minute delay. The devices are coming back for evaluation. The surgeon was formally trained by a mitek rep and there were two mitek reps present for this case. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.